Event description:
Healthcare professional reported right side "seroma and bia-alcl". Later healthcare professional reported capsular contracture "baker ii", "enlarged benign lymph node per pathology report". The device was explanted and the replacement status is unknown. Histopathological marker cd30+ has been provided, alk- has not been provided.

Manufacturer narrative:
Histopathological marker of cd30+ was provided, alk- was not provided. Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-suspected, seroma-late

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "seroma and bia-alcl". Later healthcare professional reported capsular contracture "baker ii", "enlarged benign lymph node per pathology report". The device was explanted and the replacement status is unknown. Histopathological marker cd30+ has been provided, alk- has not been provided.